Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Implant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18290059/18339622.

Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the ipg. All device components were explanted. No further information has been obtained despite good faith efforts.